Event description:
Treatment of an avm (arteriovenous malformation). During onyx injection, it was reported that the marathon catheter ruptured and separated at approximately 5cm from the distal tip. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00228.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).